Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and remotefe showed (25913 c-34 errors. Visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. C-34/c-00 occurred errors on start and c-34 error monopolar coag activation erbe unit that was placed on golden system and was run in normal mode. The probable root cause is attributed to measurements value for hf voltage too small with on. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis. The issue was resolved by replacing the erbe.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar power was not working for c-34 error and live logs were not available at the time of the call. Technical support engineer (tse) had the customer hard power cycle the integrated electrosurgical unit (iesu) and issue came back when trying to fire energy and had no activation cable for the force triad. Site was trying to use the foot pedal from the force triad to use it for the monopolar however was unsure if the monopolar cable and the foot pedal cable was long enough to reach to the console. Site was able to get the cable to reach and get monopolar to work from the force triad and using its pedals in front of the console pedals. The procedure was completed with no reported injury.